Event description:
Caller is unsure which coaguchek system produced specific result. Caller states , the patient tested 2.3 inr and 2.3 inr on the coaguchek system while a comparison lab returned as 1.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.